Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: root cause: failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified.